Event description:
The site called bh (B)(4) at 7:17 pm est to discuss a reported problem with the excor pump on patient (B)(6). It had been reported that the excor pump was not ejecting properly, and had steadily been decreasing in ejection for several minutes to be point that it was now estimated to be less than 25% ejection. The site informed bh ca that the pump eventually was emptying less than 10%. The site prepared the back-up ikus unit. The (B)(6) fellow (dr. (B)(6)) had also been notified and was in the room. Bh (B)(4) instructed the site to inspect the cannulae (no visible kinking or clots were reported) and describe the movement of the pump membrane. The membrane was described as not emptying or dimpling; the whole membrane appeared to shift slightly, but without dimples. Bh (B)(4) instructed the site to increase the ikus systolic pressure from 195 to 220, and the percentage systole from 35 to 45. This did not change the movement of the membrane. During this time, the patient's hemodynamics were stable. Patient was reported as awake, alert and without apparent distress.

Manufacturer narrative:
(B)(4). The excor blood pump s/n(B)(4) was used from (B)(6) 2013 for 74 days. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was producted according to our specification and no abnormalities were found in the records. By visual inspection of the returned blood pump it is very likely that there is a defect in the air side layer of the triple layer membrane. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. After opening the returned blood pump a defect in the air layer was confirmed. The evaluation of the blood pump s/n (B)(4) is still ongoing. The cause of the defect in the air side layer of the triple layer membrane has not yet been determined. (B)(4).